Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22) :4176-4180; reported: use of dynamic hip screw (dhs) internal fixation to treat osteoporotic patients with intertrochanteric fractures. Of 21 males and 20 females, mean age of 76, 41.5 percent (17) experienced complications. This complaint is for 8 patients who experienced internal fixation cutting. This report is for an unknown plate. It is unknown if the product was a synthes device. This report is 2 of 2 for (B)(4).